Event description:
It was reported to boston scientific corporation on july 24, 2009 that an optiflex nitinol stone retrieval basket was used for a ureteroscopy procedure performed on (B)(6) 2009. According to the complainant, one of the retrieval basket wires broke outside of the patient during the procedure. It is unknown where the wire broke and if it detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine."

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture and expiration dates cannot be determined. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).